Event description:
It was reported on (B)(6) 2014 the patient started treatment for breast cancer. On the day of the report the patient stated the radiation was interfering with their device and they reported it to their health care provider (hcp). As a result from the interfering the patient was seeing a power on reset (por) message and in the four weeks of their treatment they had seen three total por messages that have needed to be cleared. The first por was seen on (B)(6) 2014 and cleared by their manufacturer representative on (B)(6) 2014, the second was on (B)(6) 2014 and cleared on (B)(6) 2014 and the third was seen on (B)(6) 2014 and was scheduled to be cleared. The patient¿s hcp also noted that the device was receiving some scatter radiation. No interventions or outcome was provided however additional information has been requested and if received a follow-up report will be sent.

Event description:
Additional information received reported that the patient had been reset and was receiving proper therapy.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 7092, lot# 279290002, implanted: (B)(6) 2011, product type: accessory; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).